Event description:
It was reported that this right ventricular (rv) exhibited noisy signals oversensing and pacing inhibition, leading into an asystole greater than two seconds. Additionally, technical services discussed the rv automatic threshold (rvat) feature was in suspension. At this time, this rv lead remains in service and there were no adverse patient effects reported.